Event description:
An ophthalmic surgeon reported that during the clamping step of different surgeries, the infusion cannula did not prevent the pass of balanced salt solution or air. It was required to put a carabiner in order to perform a correct occlusion. Add'l info has been requested but not rec'd to date. There are four medical device reports being filed for the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).